Manufacturer narrative:
(B)(4). Teleflex did not receive the device for analysis therefore the reported complaint could not be confirmed. The root cause of the complaint is undetermined. The specific lot number was not reported, but a device history record (DHR) review was conducted for all the lot numbers shipped to this account with no relevant findings. All devices passed all manufacturing specifications prior to release. The reported complaint will be monitored for developing trends.

Event description:
It was reported that the event involved a patient (B)(6) in height. In the operating room (or) the catheter was inserted via the patients right ij (internal jugular). The patient was in the heart department and required high doses of pressor and 100% pacer dependent via trans-venous pacer was found to be hypotensive and pacemaker not capturing. The only central access was through cordis /side port of ij trans-venous pacer. The pressors were found to be backing up inside sheath covering trans-venous pacer and spilling out end. There was an emergent need to establish other central access for patient's pressors to infuse through. New central line inserted and decision made to leave existing trans-venous pacer in - capturing appropriately once drained by ccpa. An x-ray verified position of trans-venous pacer. There was no reported patient death or injury. There was a reported complication of patient being "hypotensive". The patient outcome is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved a patient (B)(6). In the operating room (or) the catheter was inserted via the patients right ij (internal jugular). The patient was in the heart department and required high doses of pressor and 100% pacer dependent via trans-venous pacer was found to be hypotensive and pacemaker not capturing. The only central access was through cordis /side port of ij trans-venous pacer. The pressors were found to be backing up inside sheath covering trans-venous pacer and spilling out end. There was an emergent need to establish other central access for patient's pressors to infuse through. New central line inserted and decision made to leave existing trans-venous pacer in - capturing appropriately once drained by ccpa. An x-ray verified position of trans-venous pacer. There was no reported patient death or injury. There was a reported complication of patient being "hypotensive". The patient outcome is fine.